Manufacturer narrative:
H2: a1-a4: patient information was unavailable from the site. H2: additional information in section b5. H3, h6: the product ID: bi71000167, lot number: 498 rev. D, was returned to the manufacturer for analysis. In summary, no faults were found. The umbilical cable passed bench and continuity testing. It was installed into a test imaging system and the system performed as intended. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. H3, h6: the product ID: bi71000424 was returned to the manufacturer unused and is no longer considered a part of this complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact to patient's outcome and there was a 30-minute surgical delay.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Upon troubleshooting of "radiation disabled" complaint, m anufacturing representative(rep) found that intermittently the image acquisition system(ias) would remain in standalone mode while mvs interconnect cable was connected. Detector would intermittently show an error status when viewed in remote desktop. Logs showed numerous virtual control plane(cp) network errors. Rep bypassed ethernet connection from mobile viewing system(mvs) computer to connection at rear cabinet panel of ias, and the detector network errors subsided. Ordered, and replaced mvs interconnect cable ias written instruction. System checked out to satisfaction post umbilical replacement. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000424. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the pendant showed the radiation was disabled during a case. They told representative that they tried to reboot the system, but that didn't resolve the issue. This was occurred intra operatively. There was affect on patient. Delay was unknown.